Event description:
It was reported that the ventilator generated technical error codes indicating power error and error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to technician statement, the following technical error code has been confirmed: technical error 3: power error (+12 v too low). Customer did not accept the quotation for service visit, therefore the repair has not been performed. The power errors shall be triggered when -12 v supply is more than -10.8 v or when +12 v supply is lower than +10.8 v for more than three seconds. Device's logs were not provided for further analysis. The cause to the reported issue has not been determined.